Event description:
It was reported that during the setup, the rigid video scope had an abnormal image. The intended therapeutic hepatectomy procedure was able to be completed with a similar device after a brief delay. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device (r-unit) lens and damage to the cover glass (tip). Based on the results of the investigation, it is likely the following led to the malfunction: it was detected that bad image due to broken charged coupled device (r-unit) lens and image defects due to damage to the cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.